Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 2.1 failed to open. The field service engineer (fse) inspected the drawer on the back panel and found that the plunger was broken. The fse removed the drawer to replace the plunger, but during the replacement, the drawer fell and broke into multiple pieces on the latch assembly and the latch that locks the drawer in place. The fse replaced the drawer and found that auxiliary drawer 1 had failed but was showing in storage space recovery. The fse discovered that the drawer was disconnected. The fse shut down the station, reconnected the drawer, and rebooted the station to restore the drawers. The system functioned as intended after the field service engineer repaired the device.